Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill alerts after loading multiple cartridges with 130 units of insulin. Customer's blood glucose (bg) level reached 400 mg/dl with trace ketones. Elevated bg level was addressed with manual insulin injections. Customer reverted to manual insulin injections.